Manufacturer narrative:
D9. Date returned to mfg: 15-may-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device received with front cover scratched, line cord faded and worn, missing reflux plug, corroded quick connect, and water tank cover cracked on all corners. Replaced water tank cover to test then put water in water tank, attached disposable temp check, plugged line cord into outlet and connected to electrical analyzer and turned device on. The customer's reported problem was replicated, and the root cause was the bent microswitch and the pump not circulating. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was running a high current, and there was an electrical circuit box alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.